Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose dropped low and that she was treated by emergency medical services. The blood glucose reading was 20 mg/dl. The customer declined troubleshooting for this issue. The insulin pump was not replaced or returned for analysis.